Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the forceps and there were heavy signs of use. Upon further inspection one of the grasping tips was missing. The non-conformance database was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to a broken tip for 01-9095 lot 051614b14. The most likely underlying cause is wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 lot number d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown lactosorb plate, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the forceps were discovered to have a fractured tip after being used to place a plate in the wound. The wound was washed and the fractured piece could not be located. It cannot be verified if the instrument was damaged during or prior to this surgical event. No additional patient consequences were reported.